Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 32 synergy ii stent was selected to treat the lesion. However upon removing the stylet and cover from the top, the stent unraveled and came off the balloon. The device was not used. No patient complications were reported.